Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the adhesive failure. However, not definitive root cause could be established for the foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the duodenovideoscope had chipped adhesive around the light guide lens, and the forceps elevator (k-wire) had foreign objects. There was no patient involvement.